Event description:
It was reported that after percutaneous transluminal angioplasty of a chronic total occlusion of the anterior tibial artery, arteriotomy closure of a mildly tortuous femoral artery was attempted using a perclose proglide device. Reportedly, as the suture was being tightened, the suture pulled out of the vessel. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo 0.035-inch, asahi 0.014-inch; sheath: 6-french; heparin. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture pulling out of the artery during knot tightening could not be confirmed because the part of the suture containing the knot was not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture pulling out of the artery during knot tightening incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.